Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customers blood glucose reading was 242 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer stated that they were kayaking. Customer was advised that the pump needs to be disconnected during water activities. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.